Manufacturer narrative:
During an internal review on 10-jun-2024, noted a correction to 3500a follow-up #1. Should have also checked under ¿h2. If follow-up, what type?¿ both ¿correction¿ and ¿additional information¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 08-jun-2024, noted a correction to the 3500a initial. In the h11. Additional manufacturer narrative, it should have included: "the picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed." The bwi product analysis lab received the device for evaluation on 22-may-2024. The device evaluation was completed on 31-may-2024. It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. During the operation, it was found that the tip of the inner sheath was deformed when inserting the guidewire into the inner sheath. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information was received indicating the tip was broken. There were no internal mechanisms exposed and no lifted electrodes. The tip was described as rough. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that dilator was found deformed. Stress marks were observed on the dilator surface. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The dilator deformed could be related to the broken tip issue reported by the customer; therefore, the issue was confirmed. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath; however, this cannot be conclusively determined. The instructions for use contain (IFU) the following warning and precaution: always observe acceptable hemodynamics prior to advancing the dilator or any other component. Before inserting the device into the patient, pre-assemble the steerable sheath and dilator. During insertion, always use the stylet to facilitate needle passage through the dilator sheath assembly. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: e1. Initial reporter facility name: (B)(6) hospital. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the tip was broken. It was reported that during the operation, it was found that the tip of the inner sheath was deformed when inserting the guidewire into the inner sheath. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information was received indicating the tip was broken. There were no internal mechanisms exposed and no lifted electrodes. The tip was described as rough.